Manufacturer narrative:
Product analysis: the distal portion of the lead was returned, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant products: 693565 lead, implanted (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead exhibited high impedance, noise, and was fractured. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.